Event description:
An ethicon brand stapler was used to create a terminus in the bowel. When the surgeon positioned the instrument and attempted approximation with the instrument using the approximation handle, the device made a loud crunching noise as the handle was depressed. The instrument was inoperative and removed from the surgical field. There were broken pieces in the handle. A new device was placed and used with no incident.